Manufacturer narrative:
Initial.

Event description:
It was reported that during ilet training, a new freestyle libre 3 plus sensor was applied and scanned with the ilet mobile app, which displayed that the sensor was connected to another device despite the user not having the freestyle app installed and having no other sensor present; uninstalling and reinstalling the ilet app did not resolve the issue, and the user planned to obtain another sensor with trainer guidance. No adverse clinical symptoms reported. Outcomes included no impact to therapy or need for medical care. User support included remote troubleshooting and education. Investigation of this case revealed an apparent sensor pairing conflict consistent with a sensor already registered to another device or account, resulting in inability to pair within the ilet app. It was concluded, based on previously established findings for similar reports, that the cause was likely an external sensor pairing or unintended use error starting the sensor outside the ilet app environment.